Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other armada balloon catheter is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion located in the superficial femoral artery. The 3.0x150mm armada 18 balloon dilatation catheter was advanced to the lesion without reported issue. During balloon inflation, it was noticed that the markers on the balloon were mis-located. The device was used and removed without issue. A 3.0x80mm armada 18 balloon dilatation catheter was advanced to the lesion and during inflation, the same issue occurred. The device was used without issue and was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a cause for the reported mis-located markers could not be determined. Possible causes for misplaced balloon markers include, but are not limited to, manufacturing related, anatomical conditions, loose markers, or damage/stretched inner member. However, the distal marker to distal balloon shoulder distance allowed per the product specification is 0-3mm. Additionally, the proximal marker to proximal balloon shoulder distance allowed per the specification is 0-8mm. Therefore, it may be possible that the markers looked mis-located but were still within specification; however, without the device to examine, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.